Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) based on similar previous complaint investigations and the picture of the device, the fractured impactor face reported was likely the result of material degradation associated with years of surgical use and subsequent sterilization cycles. The most probable root cause associated with the reported event of "fracture" is associated with a partial or full-thickness crack in the device materials.

Event description:
As reported, during impaction, the head of the femoral impactor is fractured. There were no parts or pieces of the device fell into the patient wound site. There was no surgical delay/prolongation. The device will not be returned as it was disposed by the hospital.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.